Event description:
Ear candling 09/10 and 10/10 by (B)(6). Remnants of the ear candle wax impacted right eardrum, restricting movement of the eardrum and causing inflammation of the surrounding area. Owners of (B)(6) refused to provide any insurance info. Another customer had the wax drip into her ear and complained of a burn in the ear. When I called them, they said to come in and kim wells put me in a foot bath that she claimed pulled toxins from all major organs of the body and said, it would help relieve the pressure in my ears. I then went to seek medical help from a licensed physician who said to stay away from them and report what happened.